Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a high priority alarm, cassette not attached properly. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to an unresponsive downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize the cassette during testing. During physical inspection, it was found that the downstream occlusion sensor was unresponsive. There was no patient involvement, no injury was reported.